Manufacturer narrative:
Gtin: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During icp monitoring procedure it was noted the pressure value error displayed. Changed the generator but issue existed. Changed new sensor to complete. There was no adverse event or extended surgery.

Manufacturer narrative:
The sensor was returned for evaluation. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the internal wires were damaged inside the sensor case, there was suture attached to the catheter material, and the device failed water pattern testing. Due to the condition of the device, no further testing was possible. Based on their evaluation, the supplier was able to confirm the reported issue and determined that the reported problem occurred during the manufacturing process. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.